Manufacturer narrative:
An event regarding an alleged seating/locking issue involving a scorpio nrg x3 cr tibial insert #5 10mm was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection showed that the scorpio insert contained a small area of deformation on the top left, and one area of deformation and two areas of wear on the bottom. The locking wire was in place and intact. A dimensional inspection found that the scorpio insert's inner length and width were within specification. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: visual inspection of the scorpio insert showed a small area of deformation on the top, and one area of deformation and two areas of wear on the bottom. A dimensional inspection of the scorpio insert found the inner length and width to be within specification. The results of visual and dimensional inspections coupled with the event description indicate an attempt to assemble an over-sized insert to the baseplate was likely.

Event description:
During tka surgery, the insert did not fit into the tibial component althogh the same size trial fit the tibial component. The surgeon exchanged it to a small size one, and finished the surgery without problems.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, the insert did not fit into the tibial component althogh the same size trial fit the tibial component. The surgeon exchanged it to a small size one, and finished the surgery without problems.